Event description:
Pt underwent foot surgery. The on q pump was used to keep the surgical site numb after surgery. The on q pump holds 270 ml of local anesthesia (.25% plain marcaine). The foot became swollen, painful, the catheter line site became infected. The foot developed a tense blister which developed into a full thickness skin slough, blistering, edema, cellulitis, necrosis of tissue.